Event description:
Customer reported leaking at the site connection of smartsite burette set to a spiros valve. Customer states that infusion set had spiros closed male connector attached securely (was freely spinning). IV fluids were infusing via pump to pt's portacath. Blood began backing up from port down into tubing. Fluids were not infusing but leaking out at the connection site between tubing and spiros cap. Infusion stopped and line flushed without difficulty. There was no pt harm and no medical intervention was required. Although requested, customer states no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The customer indicates they do not have the affected product to return for investigation. No investigation could be performed.